Event description:
Received report that an extension set had a crack in the female luer. Although requested, no additional clinical or patient information was provided.

Manufacturer narrative:
(B)(4). The customer's report of a cracked female luer was confirmed. During visual inspection, it was noted immediately that the female luer had a 0.4830 inch crack in it. The root cause of the crack was not identified.